Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found its temperature to exceed manufacture¿s specifications. Therefore, the reported condition was confirmed. It was determined that this failure was caused by worn bearings. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was heating up. The reported event did not occur during surgery. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.